Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract surgery with an intraocular lens (iol) implantation, the patient developed inflammation. An anterior chamber cleaning was performed approximately three weeks after the initial implantation procedure. Six weeks later, the inflammation was confirmed again. The patient has no complaints. According to the physician's opinion, it is unknown whether it was bacterial or iol derived. The aqueous humor samples are negative. The iol remains implanted in the patient's eye. Additional information has been requested.